Manufacturer narrative:
A user facility reported via medwatch, "foley temperature probe wire exposed. Temperature function no longer used. Foley still in patient, believed to be 8fr." Deroyal industries, inc. Requested return of the device, but it was not available for return. A supplier corrective action request (scar) will be sent to the supplier, spectrum plastics. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A user facility reported on a medwatch, "foley temperature probe wire exposed. Temperature function no longer used. Foley still in patient, believed to be 8fr."

Manufacturer narrative:
A user facility reported via medwatch, "foley temperature probe wire exposed. Temperature function no longer used. Foley still in patient, believed to be 8fr." Deroyal industries, inc. Requested return of the device, but it was not available for return. The device history record was reviewed and no issues were found. Functional testing and visual inspection results were reviewed for the referenced lots and no discrepancies were identified. An inventory check was performed on a case of product from a different lot. No defective product was identified with inspection. A complaint to sales ratio was conducted over the past two years and found to be 0.074%. A supplier corrective action request (scar) will be sent to the supplier, spectrum plastics. The device history record of the supplier was reviewed. 5 units were scrapped due to damage to the sensor during insertion, but no discrepancies were noted. Root cause: because the sample could not be returned and no issues were identified during the manufacturing inspections, the root cause was unable to be determined. Corrective and preventive actions: because the root cause could not be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.